Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 434 mg/dl at the time of incident. Customer also stated that the insulin pump had no delivery alarm. Trouble shooting was performed for the issue. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin did not exit and insulin pump alarmed no delivery. Customer was advised to remain discontinue and to remove the reservoir from the insulin pump and rewind and to run manual prime with empty pump until piston reaches end of travel. Insulin pump alarmed with no reservoir. Customer has a plunger available and advised to push insulin slowly through the tubing. Customer reports insulin exits the tubing. The reservoir and insulin pump will not be returned for analysis.